Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump seems to be infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "feeding bag empties too soon". They stated that they program the pump to deliver a dose of 180 at a rate of 125 ml/hr. They state they add 220 ml to the bag set and that the bag is empty at the end of the dose instead of the overfill being left. The initial reporter also stated that the patient had received a replacement pump and that there was no harm to the patient. [(B)(4)].